Event description:
It was reported that the patient¿s infusion set tubing became unscrewed from the connector, after which the patient reattached it and experienced hyperglycemia with a reported blood glucose of 414 mg/dl while using the ilet bionic pancreas; education and troubleshooting were provided, including options to temporarily disconnect and inject manually or to remain connected and allow automated correction, and the patient chose to wait. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization, with blood glucose later reported at 130 mg/dl and trending downward. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed a likely interruption of insulin delivery due to a loose infusion line connection, with restoration of delivery after the tubing was secured. It was concluded that the event was consistent with user-serviceable connection looseness leading to transient under-delivery and subsequent resolution after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.